Manufacturer narrative:
Hydraulic hose assembly.

Event description:
It was reported by service report that the cot is leaking around the hydraulic hose fitting. No pt involvement or adverse consequences are reported.